Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence. The patient stated that she does not understand how to use the programmer and the one time she did try to use it on her own it shocked her so bad that she went to the emergency room. Patient was instructed to use the pp for adjustment and that they would walk her through each step in making an adjustment during the evaluation. No diagnostics/troubleshooting performed. No interventions/actions were taken. Patient stated her leads came loose and there is leakage at the incision sight. Patient was informed to contact her clinician. No further patient complications are anticipated or expected as a result of this event.